Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption and the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.